Event description:
A falsely elevated troponin I result of 6.47 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested and a result of <0.25 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was inadequate vessel wash.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate vessel wash. A siemens healthcare diagnostics inc field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specs.